Event description:
It was reported that when placing the PICC catheter in this patient from the hematology department, the part between the heparin cap and the catheter port leaked liquids. No other information was reported. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak from the purple luer adaptor was confirmed and is likely related to the manufacturing process. A photograph of the implicated 5fr dual-lumen powerpicc catheter was returned for evaluation. Caps were attached to both the red and purple luer adaptors. The cap on the purple luer adaptor was being accessed by an axillary device in the photograph. A spraying leak was observed emanating from the connection between the purple luer adaptor and the cap. The characteristics of the leak in the provided photograph were similar to a previously identified luer molding defect which could result in inadequate sealing of the luer adaptor with an interfacing device. Bd is working closely with manufacturing to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when placing the PICC catheter in this patient from the hematology department, the part between the heparin cap and the catheter port leaked liquids. No other information was reported. It was reported this occurred with two devices. This report addresses the first device.